Event description:
Servo 300a ventilator was on a patient. The vent was set for volume support/prvc automode, 40% fi02, 600 ml vt and peep +5. Rt at bedside reported patient coughed and vent made a pop sound and began alarming. Patient taken off vent and bagged with ambu bag. Vent was assessed with no problems, but continued to alarm. Vent was changed out and the patient placed back on mechanical ventilation. Patient tolerated episode well with no apparent distress. Chief rt tested vent in the department, no obvious circuit occlusions. When turning the vent on, exhalation valve closed and high volume of flow exits the pressure relief valve. Ventilator almost exploed test lung.